Event description:
Pump failing to sound an audible alarm when a message was displayed on the pump screen. The pump was received in the biomedical engineering department with an unsigned note that read, "when turn to run nothing happens for about 5 seconds and then the display shows turn to run and nothing happens." The customer biomedical engineering department tested the pump and found that the pump did not sound an audible alarm when it displayed the message "turn to run" on the pump screen. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, there was no further information available.